Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2023.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and could not get the charging puck to stop beeping. Additionally, it was reported that the ipg had migrated. The patient underwent a pocket revision procedure and was doing well postoperatively.